Event description:
The affiliate reported the customer alleged an erroneously elevated vitamin b12 result, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing of the patient sample recovered lower results within the normal reference range of the assay. The customer noted there were sample integrity issues after inspection but did not suspect this attributed to the reported incident. The customer retested all patient samples greater than 1,500 pg/ml. The erroneous results were not released out of the laboratory. Quality control levels and calibration were within specifications. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) performed passing high sensitivity system check to verify hardware without performing any repairs. The unit conformed to the manufacturer's published performance specifications. The cause of the incident is determined to be inconclusive.